Event description:
During preventative maintenance testing at the user facility, the device did not sound an audible tone during an alarm condition while in the low and high volume setting. There were no reportes of any adverse events while the device was in clinical use.